Manufacturer narrative:
Device received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Device received with cracked case at display window corners and a minor scratched lcd window.(B)(4)

Event description:
Customer's mother reported customer's insulin pump was alarming button error. Customer thinks the buttons may have been pressed against his hip while he was sleeping. Customer's blood glucose was unknown. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.